Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, he disconnected the 38-42 degree thermostat and turned it to heating mode. The over-temp thermostat did not shut off power to both pump and heater. The unit went up to 50 degree celsius. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Per technical support, the customer needs to replace the over-temp thermostat. This customer does not have a certificate of med necessity (cmn) on file, so they cannot order the part from the MFR. They will not be returning the suspect part. The biomed will attempt to make the repair on the cooler heater unit.